Event description:
The customer reported that the 9800 system had a generator overload fault error and poor image quality during a case. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.